Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D9 - device available for evaluation: updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using three prostyle devices after an interventional atrial fibrillation ablation using 8f, 8.5f, and 11f sheaths on three access sites of the right common femoral vein. Reportedly, with all three devices, a suture break occurred in two access sites of the right common femoral vein (2 in one access site and 1 in the other access site). A new prostyle device was used to achieve hemostasis on each access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.